Event description:
It was reported that the customer experienced damage to the tandem charging cable and the housing/usb port of their pump, making it difficult to connect and disconnect the charger. There was no adverse impact on the customer's blood glucose level. Despite the damage affecting their ability to charge the pump, the customer declined a new charger and chose instead to use their multiple cords. Customer technical support advised that the pump would be replaced due to the charging issues. The customer was informed about the procedures to return the defective pump and was advised on setting up the replacement pump, including programming settings and connecting their cgm. The customer acknowledged these instructions and agreed to return the faulty pump within 10 days using the provided return box and label. Customer will continue to use current pump.